Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they filled the reservoir this morning but when they checked the reservoir because they got a low reservoir alert they noticed that the reservoir was empty. The customer¿s low blood glucose low was 62 mg/dl at the time of incident. The customer stated that they were unable to complete the rewind process. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer declined troubleshooting. The insulin pump will not be returned for analysis.